Manufacturer narrative:
Results: endoleak. Dissection flap in the aortic neck. Pt: required secondary intervention.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was 4 cm long with a dissection flap 2 cm distally. It was reported that after the stent grafts were implanted, there was a proximal type 1 endoleak present. The stent graft was ballooned with a reliant balloon; however, resolution of the endoleak was inconclusive. The decision was made to not continue with placement of additional stent grafts, and to bring the patient back the next day for a CT scan. After the CT scan was done, the endoleak was still present after which an aneurx aortic cuff was placed, but the endoleak resolution was still inconclusive. The patient will be brought back in 3 months for evaluation, and no additional intervention was performed, because the patient had too much contrast. No additional clinical sequelae were reported.